Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube leakage at site event on 21-may-2024. Infusion set has been used for a day. Blood glucose level was 280-300 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.